Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/perforation of serosal surface'), device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease'), uterine haemorrhage ('abnormal uterine bleeding'), pelvic pain ('severe pelvic pain / pain'), genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirm test". The patient's medical history included obsessive-compulsive disorder, uti and parity 4. Previously administered products included for an unreported indication: mirena and provera. Concurrent conditions included overweight. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen (motrin), levonorgestrel (mirena), lorazepam (ativan) and medroxyprogesterone acetate (provera). In 2010, the patient experienced asthenia ("weakness"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding ( menorrhagia)/passing large clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia"), depression ("worsening of her depression / depression"), anxiety ("worsening of her anxiety / anxiety"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue/tired"), alopecia ("hair loss"), mood altered ("mood changes"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines/headache") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain/right sided low back pain"), night sweats ("night sweats"), insomnia ("insomnia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), rash ("rashes"), urinary hesitation ("bladder or urinary problems or changes/urinary hesitancy"), constipation ("gastrointestinal or digestive system condition type: constipation"), coital bleeding ("post coital bleeding"), dizziness ("lightheadedness"), post-traumatic stress disorder ("post traumatic stress disorder"), attention deficit/hyperactivity disorder ("attention deficit disorder"), menstruation irregular ("irregular menses"), headache ("worse headache") and obsessive-compulsive disorder ("obsessive compulsive disorder"). The patient was treated with antibiotics, paracetamol (tylenol regular) and surgery (bilateral salpingectomy, cauterization and underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic inflammatory disease, endometriosis, abdominal pain, night sweats, depression, anxiety, rash, hypersensitivity, alopecia, allergy to metals, constipation, coital bleeding, dizziness, post-traumatic stress disorder, attention deficit/hyperactivity disorder, menstruation irregular, asthenia, headache and obsessive-compulsive disorder outcome was unknown, the uterine haemorrhage, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, hypoaesthesia, paraesthesia, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, mood altered, bacterial vaginosis, migraine, weight increased and urinary hesitation had resolved and the insomnia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, coital bleeding, constipation, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, insomnia, menorrhagia, menstruation irregular, migraine, mood altered, night sweats, obsessive-compulsive disorder, paraesthesia, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, rash, urinary hesitation, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: *since her removal surgery, symptoms have mostly resolved, though some remain. Approximate weight at time of essure placement: 153 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : vaginal bleeding, headaches, low back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/perforation of serosal surface"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory disease"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and endometriosis ("endometriosis") in a 27-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirm test". The patient's past medical history included obsessive-compulsive disorder, uti and parity 4. Previously administered products included for an unreported indication: provera and mirena. Concurrent conditions included overweight. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen (motrin), levonorgestrel (mirena), lorazepam (ativan) and medroxyprogesterone acetate (provera). In 2010, the patient experienced asthenia ("weakness"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding ( menorrhagia)/passing large clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia"), depression ("worsening of her depression / depression"), anxiety ("worsening of her anxiety / anxiety"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue/tired"), alopecia ("hair loss"), mood altered ("mood changes"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines/headache"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain/right sided low back pain"), night sweats ("night sweats"), insomnia ("insomnia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), rash ("rashes"), urinary hesitation ("bladder or urinary problems or changes/urinary hesitancy"), constipation ("gastrointestinal or digestive system condition type: constipation"), coital bleeding ("post coital bleeding"), dizziness ("lightheadedness"), post-traumatic stress disorder ("post traumatic stress disorder"), attention deficit/hyperactivity disorder ("attention deficit disorder"), menstruation irregular ("irregular menses"), headache ("worse headache") and obsessive-compulsive disorder ("obsessive compulsive disorder"). The patient was treated with antibiotics, paracetamol (tylenol regular), surgery (bilateral salpingectomy) and surgery (cauterization). Essure was removed on 1(B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic inflammatory disease, endometriosis, abdominal pain, night sweats, depression, anxiety, rash, hypersensitivity, alopecia, allergy to metals, constipation, coital bleeding, dizziness, post-traumatic stress disorder, attention deficit/hyperactivity disorder, menstruation irregular, asthenia, headache and obsessive-compulsive disorder outcome was unknown, the uterine haemorrhage, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, hypoaesthesia, paraesthesia, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, mood altered, bacterial vaginosis, migraine, weight increased and urinary hesitation had resolved and the insomnia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, coital bleeding, constipation, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, insomnia, menorrhagia, menstruation irregular, migraine, mood altered, night sweats, obsessive-compulsive disorder, paraesthesia, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, rash, urinary hesitation, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: *since her removal surgery, symptoms have mostly resolved, though some remain. Approximate weight at time of essure placement: 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : vaginal bleeding, headaches, low back pain". Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, concomitant drugs, and events- endometriosis, gastrointestinal or digestive system condition type: constipation, post coital bleeding, lightheadedness, post traumatic stress disorder, attention deficit disorder, irregular menses, abnormal uterine bleeding, weakness, worse headache, obsessive compulsive disorder, urinary hesitancy were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), pelvic pain ("severe pelvic pain / pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirm test". The patient's past medical history included obsessive-compulsive disorder, uti and parity 4. Previously administered products included for an unreported indication: iud. Concurrent conditions included overweight. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen (motrin) and lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia"), depression ("worsening of her depression / depression"), anxiety ("worsening of her anxiety / anxiety"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines/headache"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain"), night sweats ("night sweats"), insomnia ("insomnia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal infection ("chronic vaginal infections") and rash ("rashes"). The patient was treated with antibiotics, paracetamol (tylenol regular), surgery (bilateral salpingectomy), surgery (underwent a bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, pelvic inflammatory disease, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, back pain, night sweats, insomnia, hypoaesthesia, vaginal infection, dysmenorrhoea, dyspareunia, depression, anxiety, rash, hypersensitivity, fatigue, alopecia, mood altered, bacterial vaginosis, migraine, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, insomnia, menorrhagia, migraine, mood altered, night sweats, paraesthesia, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: *since her removal surgery, symptoms have mostly resolved, though some remain. Approximate weight at time of essure placement: 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records confirming : vaginal bleeding, headaches, low back pain". Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs and mr received :new events "abnormal bleeding (general), abnormal bleeding (vaginal), allergic or hypersensitivity reaction, device breakage, dysmenorrhea, fatigue, hair loss, mood changes, bacterial vaginosis, migraines, headaches, nickel allergy, perforation (fallopian tube), weight gain, lower abdominal pain, did not performed essure confirm test" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and treatment and medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding;"), abdominal pain ("severe abdominal cramping"), back pain ("lower back pain"), night sweats ("night sweats"), insomnia ("insomnia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and rash ("rashes"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, abdominal pain, back pain, night sweats, insomnia, hypoaesthesia, vaginal infection, dyspareunia, depression, anxiety and rash outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, hypoaesthesia, insomnia, menorrhagia, night sweats, paraesthesia, pelvic inflammatory disease, pelvic pain, rash and vaginal infection to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.